Manufacturer narrative:
At this time, the device has not been returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) registered an alert that voltage was too low for projected remaining capacity. This device was explanted and retained by the explanting hospital. No additional adverse patient effects were reported.